Event description:
It was reported that during use of the device the patient had a fairly sudden increase in peak airway pressures and changes in flow-volume loop indicating resistance. The patient arrested and was removed from the ventilator and resuscitated. The pt survived.

Manufacturer narrative:
Summary/analysis: during a visit to this facility the reporting hlth care professional attributed the event to probable user error: using the device beyond its labelled svc form. Unless substantially significant info becomes available, this constitutes a final report.